Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was replaced due to erosion. The replacement device was implanted subpectorally. 02/06/02: guidant received additional information that, prior to explant, this patient was found to be in 'monitor only' mode for three months due to a programming error in the clinic. The physician expressed dissatisfaction with the warning screen in av dr software.